Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information and the results of the final investigation. Updated fields: d4 - primary UDI number, d8, d9, h2, h3, h6, h11. Corrected fields: d4 - expiration date should be blank. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black substance that flowed out, when cleaning the endoscope. The issue occurred during set up. There were no reports of patient involvement.